Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 10/01/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: upon a visual inspection of the pump it was noted that the display was scratched. Additionally two battery compartment cracks were noted and keypad was noted to be torn. The threads on the battery cap are stripped and unable to secure. Unrelated to the original complaint, it was also noted that the display was dim and discolored when powered on.